Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found the tubing through pinch valve pv49 was defective. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 1 cup and was not contained within the instrument. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.